Manufacturer narrative:
The information that provided date of event with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Unit passed displacement test and self test. Unit failed sleep current measurement and active current measurement. Power management graph displays unexpected battery power loss and low battery alert less than 1 week, problem isolated to electronic assemblies. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had replace battery now alarm. Customer's blood glucose value was unknown. That was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. Insulin pump was returned for analysis.